Event description:
A peritoneal dialysis (pd) patient reported a fluid leak during tx complete - step 9 remove cassette of treatment and was not connected at the time of the customer support call. The patient noticed some moisture around the pump heads after the last treatment. The patient reported fluid was discovered in the cassette pump module. The patient reported an m31 air detected in cassette warnings during drain 1 of 4 of treatment. The patient was unable to complete a treatment on the cycler since (B)(6)2024 due to the cycler alarms. The patient stated they were evaluated by the pd care team and was advised the catheter showed no signs of any issues. The film on the back of the cassette was not loose. The patient was advised to discontinue use of the cycler and the cycler was replaced due to the m31 air detected in cassette warnings. The patient was advised to contact the peritoneal dialysis registered nurse (pdrn). The patient knew how to and would perform manuals in the absence of the cycler. Upon follow up, the pdrn confirmed the reported event. The pdrn stated fluid was noted during step 9 of treatment as treatment was cancelled and following the reported m31 air detected in cassette warning alarms while using the cycler and prior to the leak. Per pdrn the patient found moisture around the cycler pump heads when the cassette door was opened. The cause of the fluid was unknown. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient completed treatment using continuous ambulatory peritoneal dialysis (capd) to complete their treatment on the night of the reported event and pending delivery of the replacement cycler. The patient has since resumed treatment using the replacement cycler without further issue. The pdrn stated the cycler set (cassette) used was discarded and was no longer available to be returned for investigation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The patient sensor check passed. Vacuum test failed. Vacuum display value reads 430mbar indicating fluid is present in hp filters. Fluid in the hp1 filter is a related failure to the m31 air detected in cassette warning alarm. Hp1 filter replaced. Vacuum test passed. Post-ast 2hours 15mins 8500ml simulated treatment was performed without any failures or problems. No fluid leaks were found after simulated treatment. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The m31 air detected in cassette warning alarm was confirmed.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak during tx complete - step 9 remove cassette of treatment and was not connected at the time of the customer support call. The patient noticed some moisture around the pump heads after the last treatment. The patient reported fluid was discovered in the cassette pump module. The patient reported an m31 air detected in cassette warnings during drain 1 of 4 of treatment. The patient was unable to complete a treatment on the cycler since (B)(6) 2024 due to the cycler alarms. The patient stated they were evaluated by the pd care team and was advised the catheter showed no signs of any issues. The film on the back of the cassette was not loose. The patient was advised to discontinue use of the cycler and the cycler was replaced due to the m31 air detected in cassette warnings. The patient was advised to contact the peritoneal dialysis registered nurse (pdrn). The patient knew how to and would perform manuals in the absence of the cycler. Upon follow up, the pdrn confirmed the reported event. The pdrn stated fluid was noted during step 9 of treatment as treatment was cancelled and following the reported m31 air detected in cassette warning alarms while using the cycler and prior to the leak. Per pdrn the patient found moisture around the cycler pump heads when the cassette door was opened. The cause of the fluid was unknown. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient completed treatment using continuous ambulatory peritoneal dialysis (capd) to complete their treatment on the night of the reported event and pending delivery of the replacement cycler. The patient has since resumed treatment using the replacement cycler without further issue. The pdrn stated the cycler set (cassette) used was discarded and was no longer available to be returned for investigation.